Manufacturer narrative:
(B)(4). As the device was not returned, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred out of the patient line of an automated peritoneal dialysis cassette during dwell 1 of 5 of peritoneal dialysis therapy on the homechoice device. The cause of the leak was further specified as the home patient had disconnected from the patient line to go to the bathroom without capping the line or stopping therapy. The technical service representative (tsr) assisted the registered nurse in ending therapy. The patient was to start therapy over using new supplies and an extension set was being added to the patient line to provide the patient with a greater range of mobility. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who improperly disconnected from the set, causing a leak. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.